Event description:
Tbm states the clamp on sector blocks are not holding the upper supports on the demo solara chair that the dealer purchased. The clamp on style will not stay tightened, they keep coming lose.